Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector on the radio frequency board. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an error alarm. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.